Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had experienced a loss or change of therapy. The patient felt stimulation. There were no trauma/falls reported that could be related to the issue. Event date: event #1 - (B)(6) 2016 - the patient was just implanted on (B)(6) 2016 and says that since then, "at first he started on program 3 at a low number and he seems to be doing ok with it but he does have to urinate every hour or hour and a half but he does drink alot of liquid". Event #2 - (B)(6) 2016 - it was noted the patient was having a bad symptom day today, and the patient had "had alot of accidents". The patient has had good days, and had a good day yesterday and was going to the bathroom every 2 hours. The patient was at 3.2v and increased to 3.4v and this setting worked well yesterday - but today ((B)(6) 2016) the patient was not having very good symptom relief and "today at 2am he had some leakage and then at 5am it was pretty wet and then at 11am it was wet. This was when the patient was sleeping so they didn't know if the problem was when he is sleeping or not". The caller was not sure if this problem was related to the patients body position. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) had spoken to their healthcare provider (hcp) by phone and were told it would take a little bit of time for the stimulator to work for them. The pt had limited their fluids a little bit, was seeing some improvement, and noted it was the leakage that had them concerned, more so when they go out in public. The caller reported the pt had a head injury and was having problems with urinary retention; that was why the stimulator was put in. The pt had better control when awake, and it was when they were in deep sleep that they had leakage. The pt stated they were not sure if it was the stimulator or the deep sleep. The pt didn't wake up to go to the bathroom. The rep encouraged them to speak with their hcp. The pt stated they had increased voltage and that helped at night, and asked if that would make them go more during the day. The pt was to call their hcp for an appointment. If additional information is received, a follow-up report will be submitted.